Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about three weeks post-implant, the patient underwent a pocket hematoma evacuation procedure. The lead was dis connected from the device, but upon reinsertion of the lead into the header, the setscrew became stuck and was not able to be properly reseated and tightened. The device was explanted and replaced. No further patient complications have been reported as a result of this event.